Event description:
[Surgeon] reported the trigger felt like it was sticking on the mics. Case type: tha. Update: "patient was under anesthesia". 1. Did handpiece run while outside of haptics? Yes/no. As per the mps: "yes at a very slow rate of speed".

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the trigger felt like it was sticking on the mics. Product evaluation and results: visual inspection. Visual inspection confirmed that the trigger was sticky. Attempts to repair the mics were unsuccessful and the part was rtv for rework. Functional, dimensional and material analysis inspection were not performed as visual inspection confirmed the failure. As per (B)(4) and case number: (B)(4). Failure mode was duplicated and product was returned to vendor. Product history review: device history records indicate 25 devices were manufactured under lot: k08xn and all 25 devices were accepted into final stock on 2/22/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, lot number: k08xn shows 01 additional complaints related to the failure in this investigation. Complaint: (B)(4). Conclusions: the failure mode was duplicated for the alleged failure. Attempts to repair were unsuccessful and the part was rtv for rework. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
[Surgeon] reported the trigger felt like it was sticking on the mics. Case type: tha. Update: "patient was under anesthesia" did handpiece run while outside of haptics? Yes/no. As per the mps: "yes at a very slow rate of speed".